Manufacturer narrative:
Phone number (B)(6).

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device had an unexpected shut down. The ventilator shut down while in use. Restarted again with the same settings and worked but showed the alarm code: check vent: ventilator restarted. Non resettable alarm active and the alarm could not be turned off. The ventilator was plugged in and there was no indication before the incident. The patient was immediately connected to another ventilator and this had no effect on him, except that there were 30 seconds where he was not connected to the ventilator while the switch was carried out. That did not affect his vital signs. There was no harm to the patient or user. Resolution and disposition are pending - investigation on going.

Manufacturer narrative:
H6 corrected evaluation method and evaluation results codes.

Manufacturer narrative:
No repairs were completed by the field service engineer as the device is with a 3 party vendor for repair; therefore, it could not be determined if it failed to meet specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.